Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. It was unknown what drug the pump contained. It was reported there was a problem with the pump. It was too high and hitting the patient in the ribs. The patient stated they needed to move the pump down, but then it kept flipping. The patient had surgery to get their pump replaced on (B)(6) 2017 and ¿moved from the front and back¿. The patient became escalated and upset with the questions and hung up. The patient stated a month before she had a ¿palinectomy/palonectomy¿ which had to do with her first medicine pump. The patient said her pump failed because she was only (B)(6) so there was not a whole lot of room between her ribs and thighs. The patient said she had pretty big thighs so it caused a problem. The patient said when they went to fill the pump the last time it was oozing liquid and started bleeding. The patient said her most recent surgery was her 28th surgery. The patient said she had 28 surgeries since she was (B)(6). There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.